Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels as low as 40 mg/dl and it was addressed with food. Reportedly, the suspected cause of the low bg level was due to the basal settings. As this event had occurred in the past, tandem technical support was unable to troubleshoot to confirm the settings as the cause of the low bg level.